Event description:
The electric power supply cord burned. Inspection revealed the electrical supply cord was broken at the strain relief. No deaths or injuries were reported. The use of the flexible stran relief has reduced the breakage of the cord. Co has added a caution to the labelling to not flex the power supply cord needlessly. Remedial action has been accomplished. This report is being made to comply with regulatory letter 90-dt-12.